Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) contacted the customer and confirmed that the system won¿t start. Review of the log file showed malfunction on flexvision pc. The philips service engineer visited onsite and confirmed the reported issue. Upon troubleshooting, fse identified the issue occurred due to malfunction inside the pc. To resolve this issue fse replaced the flexvision pc and installed software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that, system won't start. System was not in clinical use. No harm has been reported to philips.